Manufacturer narrative:
As part of our investigation, on august 22, 2018, olympus followed up with the user facility mentioned in the article to obtain additional information. The user facility confirmed that the all three patient¿s colonoscopy procedures were performed using olympus colonoscopes (sn. (B)(4)). It was reported that all three procedures were completed and there were no issues noted with the equipment. All three patients began to experience complications while in recovering. Patient 1 went into respiratory arrest and exhibited bradycardia. The patient was intubated and administered a heart enzyme test. It was determined that the patient had sustained a myocardial infarction (mi). The patient was transferred to a local facility for continued care and remained hospitalized, until being removed from life support and expired. Patient 2 also exhibited respiratory arrest and bradycardia. This patient was bagged and transported to a local facility. The patient was placed on a ventilator and remained hospitalized. The patient expired 9 days later. Patient 3 began to desaturate and was placed on oxygen. The patient was transported to baptist hospital for observation. The patient remained hospitalized for 1 day and was then discharged home. According to the user facility, in all three cases the patient¿s outcomes were attributed to preexisting conditions and not the colonoscopes. The user facility reported that the referenced scopes were taken out of service and destroyed. Therefore, olympus is unable to perform physical evaluations on the scopes. In addition, a review of the instrument¿s history was performed and found no record of service/repair since purchase on january 14, 2005. The production of the model: pcf-160al colonoscope was discontinued in may 2006. Furthermore, on april 1, 2014, olympus sent out service/repair discontinuation letters to its 160 series equipment customers.

Event description:
Olympus received an article titled ¿surgery centers don't have to report deaths in 17 states.¿ the article mentions that two of three patients expired after undergoing colonoscopy procedures at (B)(6) endoscopy center between april 2014 thru july 2014. The third patient¿s blood pressure reportedly dropped resulting in CPR being administered. The families of the two expired patients reported that both patients were known to be at high risk for anesthesia complications due to their preexisting respiratory conditions. According to the author, the families believed that the patients were screen inappropriately and that the anesthesia attributed to the patients¿ outcomes. During a routine inspection the (B)(6) department of health noted that the facility was operating with insufficient nursing staff during its colonoscopies. As a result, the facility agreed to incorporate an additional nurse in their endoscopy suites. According to the author, due to legal confidentiality it could not be determined if the mentioned patient events were reported to the appropriate officials. There was no admission of wrong doing by any of the user facility¿s staff. This is 2 of 3 reports.